Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, the patient was implanted with a lcp for a fracture of ulna. On (B)(6) 2012, during the first radiologic check, it was noted the plate was broken in the unoccupied hole. The surgeon waited to remove the plate due to increased bone callus. On (B)(6) 2013, the hardware was removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject a manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions found to be in compliance with the technical drawings and (B)(4) specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The fracture is homogenous which indicates material conformity as well. No product fault could be detected. We are not able to determine the exact cause of this occurrence and can only assume that a complication during the healing process caused this breakage.